Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the handpiece was heating up and reading 80% amplitude. It happened during the case. There was no patient injury. Surgery delay was unknown. They switched out to a different handpiece. Additional information was requested and on 07/29/2015 and 07/30/2015, the following was received from the customer: on (B)(6) 2015, a (B)(6) female patient underwent a brain tumor excision. Approx. 1.5 hours into the surgery, the incident occurred. The handpiece was primed and tested normally. Once the surgeon used it for about 45 minutes, he complained the handpiece was heating up. After a few more minutes, it stopped working altogether. They contacted the supplier, switched out handpieces, powered the cusa down a few times and nothing changed. The supplier's engineers stated it as the circuit board of the machine that had gone out and would not function until a repair could be done a few days later. The tumor had to be resected manually, which takes considerably longer. Surgery delay was approx. 4-6 hours. There was no obvious or reported from the surgeon at the time, any patient adverse consequence as a result of the surgical delay. Surgery was completed.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: (B)(4). DHR review was completed for cusa excel handpiece serial number (B)(4), work order (B)(4) to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: (B)(6) jan. No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. The reviewed service history documentation for cusa excel handpiece serial number (B)(4) has identified no issues related to complaint incident. The DHR review has been deemed satisfactory. A minimum of 12 months review was completed in trackwise® using the following key words ¿overheating¿, ¿overheating & amplitude failure¿ and root cause ¿overtorqued by user¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. 8 complaints contained the search criteria. CAPA has been initiated by engineering to investigate and correct failures encountered with customer complaints associated with over-torqueing. Conclusion: the failure analysis investigation has concluded the root cause of handpiece heating up and reading 80% amplitude was due to the handpiece being overtorqued and damage to housing and transducer.